Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2011, it was initially reported that within a short amount of time following a refill session, the pt was not responding and was obtunded. It was noted that the event was not due to a procedure issue. The physician used fluoro for refills, and had aspirated all of the fluid from the pump. The physician aspirated all 20ml of drug from the pump. No discrepancy was noted. The pump was filled w/o issue. It was further indicated that the reservoir bellows were fully expanded. The pt was given 0.2mg of narcan (x1), and she had responded well to this. The pt was noted as also taking oral pain medications. The pt was admitted to a hospital for eval. The following medications were delivered via the pump: fentanyl, clonidine, and compounded baclofen. On (B)(6) 2011, it was further reported that during the refill approx 3 weeks ago, some of the drug went into the pocket. Overdose was reported; and the pt was admitted to the hospital on (B)(6) 2011. It was noted that the physician does not want to refill the pump again. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).